Manufacturer narrative:
Per the tandem user guide: check your pump's personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump carb ratio and and correction factor settings had been incorrectly programmed. During troubleshooting with tandem technical support, settings were corrected and insulin delivery was resumed. Customer's blood glucose level was 276 mg/dl.